Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had an alert stating dosing stops or enter bg. The user can see their blood glucose (bg) on the dexcom app but not on the ilet. They received a sensor failed alert 6 hours prior. The sensor was unable to be paired despite troubleshooting. The user added that the ilet gave an alert stating transmitter has 0 sessions left, replace the transmitter. The user is to reach out to hcp and get sensor replacements for their dexcom g6 sensor. They are using back up therapy in the meantime. This occurred during a hyperglycemic episode of peak 266 mg/dl bg. The user was out of range for more than 90 minutes and "felt off." There was no outside intervention required.